Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 302 mg/dl. The customer inslun was exposed to an MRI. The customer was assisted with clearing the alarm and asked to disconnect from the insulin pump. The customer does not use the sensor feature on the insulin pupm and unable to complete the rewind sequence. The patient was advised that the insulin pump will need to be replaced. The customer was advised to disconnect use o f the insulin pump and revert to back up plann per health care provider instruction.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.